Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was not identified. A definitive root cause of the presence of foreign matter in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection /gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had reduced angulation and the objective lens was chipped. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material was found in the nozzle this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the light guide lens had a chip, due to a pinhole on the channel tube the water tightness was lost, due to a burn on the distal end cover the insulation resistance value at the distal end did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a chip and a crack, the adhesive around the objective lens was peeled, the light guide lens had a crack, the plastic distal end cover had a burn and a scratch, the connecting tube had a scratch, the objective lens had a scratch, the protector of universal cord on the control section side had a scratch, the protector of universal cord on the scope connector side had a scratch, the indication on the scope connector was peeled, and switch 1 had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.